Event description:
Customer called to report that she was hospitalized due to high blood glucose. The blood glucose reading was 303 mg/dl at the time of admission. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.